Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as the cause of the above defect, we presume that the image sensor cable had been damaged due to some external stress, causing abnormal video signal line. As a result, image output was unstable. It is difficult to specify the cause of the image sensor cable failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use pending an unspecified procedure (during set up in room / before patient arrived in the room) the subject device image did not present. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.